Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) due to non-conversion of slow ventricular tachycardia (vt). It was determined that four bursts of anti-tachycardia pacing (atp) were delivered, and then the rhythm no longer met detection. The vt-1 cut off was 130 beats per minute (bpm), and the patient's rate was hovering around 130 bpm. A non-sustained ventricular tachycardia (nsvt) episode was stored immediately afterwards, and it showed that the vt did break. Additionally, farfield oversensing was noted. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system inappropriately delivered 24 bursts of anti-tachycardia pacing (atp) due to sinus tachycardia. Upon review, technical services (ts) explained that morphology changes resulted in low correlation percentages. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) due to non-conversion of slow ventricular tachycardia (vt). It was determined that four burts of anti-tachycardia pacing (atp) were delivered, and then the rhythm no longer met detection. The vt-1 cut off was 130 beats per minute (bpm), and the patient's rate was hovering around 130 bpm. A non-sustained ventricular tachycardia (nsvt) episode was stored immediately afterwards, and it showed that the vt did break. Additionally, farfield oversensing was noted. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No adverse patient effects were reported.